Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: pusher / fracture problem there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.